Event description:
The initial reporter questioned the results for an unspecified number of patient samples and qc results tested for magnesium gen.2 (mg2) on a cobas c 303 analytical unit. Discrepant results were provided for 1 patient sample. The initial result was 3.40 mg/dl. This result did not correspond to the patient¿s medical history, and the sample was repeated. The repeat result was 2.40 mg/dl. The repeat result was believed to be correct. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The mg2 reagent lot number was 83908201 with an expiration date of 31-aug-2026. Calibration was acceptable. Qc data showed intermittent issues. The field service representative (fsr) performed a decontamination and cleaned the syringe and reagent pipettes. Mechanism checks, a cuvette wash water volume check, a reagent probe wash station check, and an air purge check were completed. The service maintenance actions resolved the issue. The specific root cause could not be determined.